Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, a pump stop was reported, and the patient experienced supraventricular tachycardia. During the arrhythmia, impella flows dropped to 0.0, briefly to p0, but the device was restarted and returned to p6. A second suction event then occurred spontaneously, with a drop in flows and motor current (from 600s to 400s). The purge fluid was changed to tissue plasminogen activator. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation for the reported vf/vt/af/at, low pump flow, pump stop and optical signal issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.